Event description:
I got pregnant after I had the essure procedure done. I had the essure procedure done on (B)(6) 2010, I confirmed my tubes were blocked with the hsg test in (B)(6) 2010. And I found out I was pregnant on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
On 15 jan 2010, the facility's biomedical technician reported a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred before use at power up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). During service, failure code 810:11 was confirmed as an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated and verified. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, CAPA-(B)(4) that is associated with this report. (B)(4).